Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed which revealed that the tubing was separated from the male luer connector. No functional testing was performed as the reported problem was verified during initial inspection. The exact cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot numbers reportedly associated with this event: sr18i15028, sr18i19023 and sr18j13034. Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported the tube of interlink y-type catheter extension set separated from the male lure during fat emulsion infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.